Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Device evaluated by manufacturer? Not returned.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly on (B)(6) 2014 the patient underwent a left sided total knee arthroplasty using simplex hv bone cement and triathlon knee system. It is further alleged that on (B)(6) 2016 he had to undergo a revision surgery due to aseptic loosening of the tibial component.